Event description:
I had the essure birth control put in 2006. I have had nothing but issues with this. From several issues with bleeding, painful sexual intercourse, hair falling out, bloating. I look like I'm 6 month's pregnant. Weight has gone up so much and back down and back up. Now I got to have all my lady parts taken out because one of the devices has torn thru and has managed to go to another body part where it should not be. My mood swings have been horrible. Has got to the point where I have thought about ending my life. The pain is horrible. This needs to come off the market. It is destroying people's families and woman's lives. Doctors should be educated on how bad these are.